Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: moisture was observed in the battery compartment. The pump failed a leak test due to damage to the battery compartment. There was no further moisture observed inside the pump. Additionally, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored and the battery compartment was cracked with moisture present. This report is made based on results of investigation completed on (B)(6) 2015.